Manufacturer narrative:
The pt was symptomatic for the study index procedure. The target lesion was the ostium of the left internal carotid artery (lica). The lesion was reported to be: a 99% stenosis, 15 mm length, 6.5 mm ref diameter, moderately calcified, and severely tortuous. The lesion was pre-dilated, balloon size and atmosphere of pressure/duration unk. An angioguard 6 mm embolic protection device was used for the procedure. The precise stent was successfully implanted in the target lesion. The residual stenosis was 0%. The angioguard device was removed from the pt without problem and no debris was noted. The pt had no neurological deficit upon leaving the angiography suite post-procedure, the pt was discharged five days after the procedure. The pt was contacted at the thirty day follow-up period and no problems were reported. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that the pt was enrolled in the study and had a precise 8 x 40 mm stent implanted in the ostium of the left internal carotid artery during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt had no neurological deficit upon leaving the angiography suite post-procedure. Approx. Ten months after the study index procedure the pt expired at another facility. There was no cause of death provided, and it was unk if an autopsy was performed. The event was reported to be unrelated to the study device/procedure or any other cordis product.